Event description:
During a vaginal hysterectomy, the surgeon was using the thunderbeat system to remove the uterus. The 1st handpiece being used stopped working, giving the machine an error message. She was unable to continue using the handpiece, so I opened a second handpiece to the surgical tech in the room. That one worked for about 10 minutes, then the machine gave the same error message as it gave with the first handpiece. The tech unplugged the handpiece from the cord in attempt to reset it, plugged it back in, but it did not work. In addition, one of the pieces of the jaw of the second handpiece broke off into the patient. It was retrieved without incident or injury and affixed to the handpiece with a sticker on the back table. Both handpieces were placed in red biohazard bags with their respective packaging containing product identification, lot number, serial number, etc., along with patient labels.